Event description:
It was reported by patient¿s legal counsel that the patient underwent an initial left hip arthroplasty. The patient was revised due to pain, chronic dislocation, and elevated metal ion levels 7 years post implantation. During the revision corrosion was noted around the taper of the femoral stem as well as the head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00379.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on october 16, 2016, labs done showed that the patient had elevated cobalt and chromium levels. The revision occurred the same day for pain, dislocations, and corrosion around the taper of the stem and head. No infection detected. The head, shell, and liner were removed and replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item number 00875705402 item name shell with multi holes porous 54mm o.d. Size jj for use with jj liners lot # 62446074; item number 00875101132 item name liner neutral 32 mm i.d. Sizejj for use with 54 mm o.d.size jj shell lot # 62301797; item number 00625006530 item name bone screw self-tapping6.5 mm dia. 30 mm length lot # 62358216. The device will not be returned for analysis as location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02825.

Event description:
It was reported that patient underwent a left hip revision procedure approximately six (6) years ten(10) months post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.